Event description:
It was reported that (1) device was used during a laparoscopic colon. It was reported by the affiliate that the er320 device fired the clips open. Another instrument was used to complete the case. There was no consequence to the pt.